Event description:
The complainant reported a 57-year-old male patient with elective placement was implanted with an impella 5.5 for mechanical circulatory support. While on 5.5 support, the patient became hypotensive and tachypneic. The patient's chest was reopened, revealing cardiac tamponade. Medical staff identified a bleeding source at the anastomosis of the 10mm platinum graft, where it appeared the suture line gave way. A partial clamp was placed, and the suture line was reinforced and tested. A large clot burden was also removed, and the patient¿s chest was left open with a sump drain in place. Medical staff administered three units of packed red blood cells as well as platelets. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
It was further reported that care was withdrawn from the patient and the patient subsequently expired. The patient's outcome and it was determined that there is not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The investigation for the reported access site bleed and thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and thrombus could not be determined. Added- b5-mso review, d6b f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
B5 additional information added h1 health effect - clinical code added to reflect additional information b2 was updated to death in accordance with updated procedures on manufacturer device report 1220648-2024-11327. B2 date of death was added in accordance with updated procedures on manufacturer device report 1220648-2024-11327. G1 reporting contact email revised on manufacturer device report 1220648-2024-11327 in accordance with updated procedures. G2 report source; study was inadvertently omitted from manufacturer device report 1220648-2024-11327. H1 type of reportable event updated to death in accordance with updated procedures on manufacturer device report 1220648-2024-11327 h6 health impact code 1802 added in accordance with updated procedures on manufacturer device report 1220648-2024-11327.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured mediastinum and right chest blood clot with a "probable" relationship to the impella device used: the bleeding in chest requiring blood clot evacuation from mediastinum and right chest¿. It was reported that there was bleeding in chest post CABG. Had to reopen chest to evacuate clot for the second time. The also endured subarachnoid hemorrhage with a "possible " relationship to the impella device used: ¿patient had cerebral and cerebellar edema and subarachnoid hemorrhage and the patient ultimately expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.